Event description:
Information was received from a healthcare provider (hcp) regarding an implantable neurostimulator (ins). The reason for call was caller stated they had a "quality of care" complaint and stated that the pt's spinal cord system (scs) was not working and pt was told to take the battery out and the device should reset. Caller reported that pt reached out to them and explained that she is still waiting for assistance from medtronic regarding the use of her scs device. Caller reports that the only details left were that the device was not working appropriately, per the pt. Patient was not present at the time of the call so further information and troubleshooting was not available. Tss reviewed options to follow up with hcp, call ps if they needed troubleshooting assistance over the phone, or for the caller to call nas if they needed assistance from a field representative. Caller took the phone numbers and reports they will follow up with the pt. Additional information was received from the manufacturer representative (rep). It was reported that the patient was re-implanted with recharge-free device.

Manufacturer narrative:
H3: product ID 97715 serial# (B)(6) was returned for product analysis. Analysis found no significant anomalies. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.